Manufacturer narrative:
Analysis synthesis: upon reception, the returned smartview connect was tested and the reported behavior was not reproduced: the subject device was successfully connected with a reference pacemaker and normal functioning was observed. Therefore, the root-cause of the reported issue could not be identified. It could be hypothesized that the reported issue resulted from noise or external disturbances during the pairing attempt. It should be noted that the entire pairing procedure can take up to 18 hours. Additionally, it is recommended to perform at least two complete pairing procedures. Based on available data, no malfunction was evidenced on the subject smartview connect.

Event description:
Reportedly, a pairing attempt was tried and after 30 minutes, the smartview connect did not pair with an alizea. Then, tried with another svc and pairing was completed in 15 minutes.

Event description:
Reportedly, a pairing attempt was tried and after 30 minutes, the smartview connect did not pair with an alizea. Then, tried with another svc and pairing was completed in 15 minutes.